Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, it was reported that during removal of the dcs, the nosecone interfered with the implanted valve and led to dislodgement. Therefore, it is possible that this event is related to technical, procedural, and/or anatomical factors, but an assignable root cause cannot be determined at this time. There is no information to suggest a device quality deficiency related to this event.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, second valve was required due to the nose-cone on the delivery catheter system (dcs) interfered with the implanted valve and led to dislodgement. A second valve was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.